Event description:
No deviation was found in batch documentation. The device has been manufactured according to specifications. During inspection, the rotation release was found to be on the lower specification. However, the value does not imply that it would release during normal ambulation. The reason behind the release in rotation could be related to the external force applied on the unit. It is not possible for integrum to identify the complete root cause since it is difficult to know the exact external force applied on the axor. However, during service, the rotation release was calibrated on the upper limit specification to reduce the risk of unwanted release. The reason for the second rotation release is due to not proper resetting after the first release.

Event description:
No deviation was found in batch documentation. The device has been manufactured according to specifications. During inspection, the rotation release was found to be on the lower specification. However, the value does not imply that it would release during normal ambulation. The reason behind the release in rotation could be related to the external force applied on the unit. It is not possible for integrum to identify the complete root cause since it is difficult to know the exact external force applied on the axor. However, during service, the rotation release was calibrated on the upper limit specification to reduce the risk of unwanted release. The reason for the second rotation release is due to not proper resetting after the first release. 03/03/2021: correction of event date.